Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Plaque shift is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. There is no indication in the report or device documentation to indicate that there is a design or manufacturing related issue, therefore no action will be taken.

Event description:
Information received from the (B)(4) study indicated that plaque shift occurred after the implant of a cypher stent. The patient's medical history is significant for angina, previous pci (different vessel), hyperlipidemia, hypertension, diabetes, and renal insufficiency and mild to moderate aortic stenosis. The indication for the procedure was stable angina. The target lesion was the mid right coronary artery (rca). The lesion was described as de novo and 75% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 23mm cypher stent at 14atms. After deployment of the stent mild plaque shift was noted and was treated with the implant of a 2.5mm x 8mm cypher stent at 20 atms. The stent was implanted distal and overlapping the initial stent. The stents did not require post-dilation and the event resolved without further sequel. There was no report of injury to the patient and the patient was discharged the following day.